Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they developed an infection from the aligners being forced on and cutting into their gums causing deep cuts and gashes along their gumline. This infection made its way to the root of their tooth causing a root canal treatment to be done. They had the rct and temp crown placed. Requested additional information.